Manufacturer narrative:
Device eval: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved delivery accuracy testing. Three separate delivery accuracy tests were performed and showed the pump to be within the published manufacturer specifications of +/-6 %. Based on the investigation, the complaint allegation was not confirmed. The problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump had a high flow error.